Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need for replace the single board computer (sbc) and its associated components. The sbc with the associated components were replaced. The system was tested and found to be working as intended. System was returned to service.

Event description:
It was reported that the 9800 system will not boot up because of the communication errors. There was no report of patient injury.